Event description:
A software glitch was identified in the iradimed MRI compatible infusion pumps. After a software update to these pumps, custom drug options were reloaded into each of the pumps. This should have eliminated the "drug ?" Option from the machine. However, it was noticed that this "drug ?" Option could still be selected by pressing a specific sequence of keys. By selecting the "stop/cancel" button and then selecting "menu" followed by entering the dose rate calculator the "drug ?" Option is displayed. The concentration of "drug ?" Is typically 10mg/ml, the same concentration in which propofol (the most commonly administered drug in these pumps) is administered. However, we were able to display 1mg/ml concentration of "drug ?" On one occasion. When the "drug ?" Option is inadvertently selected and the concentration is changed without being noticed by the end user it results in overdosing the patient. The manufacturer was notified. The pumps were removed from the units. A drug library will have to be programmed into the pump and the dose rate calculator will be disabled. This should prevent the user from accessing any "drug ?" Options. The manufacturer recognized the software glitch. To rectify the situation they are providing custom drug libraries for each of our three pumps. The addition of the drug library in conjunction with disabling the dose rate calculator should resolve our issues.